Event description:
It was reported that the anchor was coming out of the patients skin, and infection and pus was noted at the site. The physician confirmed that infection was not device related, however the cause was unknown. The patient underwent an explant procedure and was prescribed antibiotics. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7081129. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 567422.